Event description:
It was initially reported that during generator replacement surgery when the physician was removing the generator with forceps that the header detached from the can of the generator. System diagnostic that was run prior to removing the generator was output status = ok, impedance = ok, dcdc = 0, eri- yes. The surgeon first visualized the header but reported to continue to excise the generator before removing. The header was grabbed by the forceps for removal. There was no unusual amount of tension and there was no corrosion, visible breakdown or issue with the area. The surgeon was more concerned with the lead which was later confirmed with diagnostics to be fine (impedance = 2045 ohms and 1980 ohms). The patient had no adverse events prior to replacement. The generator has been returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Event description:
Additional information was received that indicated that product analysis was complete on the generator. The alleged end of service were determined to be the result of normal battery depletion. The eri=yes screen was observed. The eri=yes was an expected event as determined by blc and current measurements. The battery is partially depleted. The module performed according to functional specifications. As received, the generator's header was separated from the generator can. The event likely occurred during or after device explant. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.